Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the customer site to inspect the architect i2000sr analyzer. Troubleshooting was performed concurrently with the annual preventive maintenance. Multiple components were replaced and were considered by the fse to have resolved the issue: probe (list number 08c94-42) quantity of 3 ; probe, wz (list number 08c94-35) quantity of 6 ; valve, manifold kit (part number 7-77612-03) quantity of 10 ; valve, drain, vacuum vessel (part number 7-76447-01) quantity of 2 ; valve, vacuum (part number 7-76446-01) quantity of 1 and syringe assembly (rohs) (part number 7-77650-03) quantity of 1. A review of the service history for this analyzer found no contributing factors on or around the date of the complaint. The customer reported the instrument ran within specifications for three days following service; however, additional fse visits were required subsequent to the current complaint to address imprecision with the architect havab-g assay negative control and low positive controls, respectively, requiring replacement of additional parts. There has been no further contact from the customer regarding discrepant patient results since the fse replaced the hardware parts documented within the current issue. There have been no adverse trends found with regards to parts listed herein for discrepant patient results. The architect i2000sr analyzer erratic result rate is within acceptable limits with no trends identified. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that the state of new york has requested that a previous negative and positive patient sample be retested at the end of the day. When testing at the end of the day to fulfill this request, a previously negative architect havab-g sample (0.64 and 0.43 s/co) is now reading positive (1.03 s/co). Controls have remained within specifications. The customer then ran several patient samples after a field service call. Three samples generated initial false reactive results before the service call; retest results were after the service call: sample 1= 1.16 s/co, retest= 0.81. Sample 2= 1.32 s/co, retest= 0.74. Sample 3= 1.03, retest= 0.93 s/co. The customer stated that three days later, the negative control shifted from 0.6 to 0.83 s/co. The customer then ran ten replicates of a previously run negative patient sample. Replicates one through nine generated results in the range of 0.39 to 0.50 s/co. Replicate ten generated a result of 1.75 s/co. No suspect results have been reported from the lab. There is no impact to patient management reported.